Event description:
A us dist returned electrode belt sn (B)(4) indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, the brown (-5v) wire was open inside the trunk cable. The cause of the inability to communicate is the open wire. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.